Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Lot number is unknown. Expiration date is unknown as lot number was not provided. Unique identifier is unknown as lot number was not provided. Device manufacture date is unknown. (B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. A manufacturer record review related to the device including device history record will be performed. Upon completion of this review, if there is any further relevant information obtained that changes the facts and/or conclusion, a supplemental medwatch will be filed. In addition, the system was evaluated by a field service specialist(fss). A field service checklist was performed and all modes of operation and calibrations were verified. No failure detected. The unit complied with all factory settings. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 the patient interface (pi) kept breaking suction in the right eye (od) which resulted in a partial. The patient was rescheduled for photorefractive keratectomy (prk) on (B)(6) 2019. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2019: right eye pre-op 20/20 -2.25 x .00 x 90, left eye pre-op 20/20 -2.25 x .00 x 90.